Event description:
The customer reported that he activated the pod on (B)(6) at 8:00 am. His blood glucose at noon the next day was 201 mg/dl which he took a 1 unit bolus and he "ran around." At 4:00 pm his bg had reached 400 mg/dl which he corrected with a 5 unit bolus. His bg measured 425 mg/dl at 4:50 pm and "high" (>500 mg/dl) at 6:00 pm. He then deactivated the device and saw that the cannula was "slightly" kinked.

Manufacturer narrative:
The device was not returned for evaluation; we are unable to determine if any malfunction or other condition could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). It you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed."